Manufacturer narrative:
A visual analysis of the returned device in it's original sealed pouch showed no signs of damage or openings. It was visually inspected and a foreign matter was found inside the sealed pouch. The most probable root cause is "manufacturing." An investigation has been opened to address this issue. A review of the device history record (DHR) was performed; no deviation was found. A search of the complaint database confirmed that no other complaints have been reported for the specified batch.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was to be used on (B)(6) 2016. According to the complainant, during unpacking, a cardboard scrap was found inside the sterile pack. The device was not used on the patient.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was to be used on (B)(6) 2016. According to the complainant, during unpacking, a cardboard scrap was found inside the sterile pack. The device was not used on the patient.